Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for blood glucose levels above 300 mg/dl. The customer experienced nausea and vomiting prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer removed the infusion set and the cannula was bent. The customer has lost some weight and has experienced bent cannulas more frequently. Advised the customer to speak with her healthcare professional about trying different infusion sets. Nothing further was reported.